Event description:
The patient underwent successful endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. At the 6-month follow-up visit, CT imaging indicated the presence of a type ia endoleak. A large amount of irregularly shaped thrombus in the aortic sealing zone was noted in the pre-treatment CT imaging, and the morphology of the thrombus had changed significantly at the 6-month follow-up CT. In the absence of intra-operative and/or post-procedural imaging, a definitive cause for the endoleak and/or the potential role of morphological changes in the thrombus could not be determined.

Manufacturer narrative:
Device remains implanted.